Event description:
The customer reported via phone call that they had issues with no delivery alarms. The customer's blood glucose was 102 mg/dl at the time of incident. Customer stated they have attempted to manually prime their infusion set, but failed. The customer stated they have changed their infusion set. The customer also reported a no delivery alarm occurring in another incident when they had 20 units of insulin remaining. The reservoir will be returned for analysis.

Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoir was not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.